Event description:
Meter name: surestep, strip name: surestep strips were expired. Meter code: unk, strip storage: unk, symptoms: dizzy, passed out. A patient reported they were seen in ER/hospital. Their meter allegedly was giving error messages (doesn't remember which error message). The result on their meter was 130 mg/dl the next day. The result on the ER meter was unknown. The time difference between patient's meter and ER meter was unknown. Treatment was unknown. No further information has been reported.